Manufacturer narrative:
(B)(4).

Event description:
It is reported that after 15 days of placement, there was blood leakage from the hub of the distal extension line. The user clamped the distal extension line and used the medical extension line instead to inject vasopressor. One day after switching the extension line, the catheter was removed and a new catheter was inserted. The patient suffered from (B)(6) and the sample was disinfected at the hospital using hypochlorous acid.